Event description:
It was reported that during an unk procedure, the white tissue pad fell off. The tissue pads were retrieved from the abdominal cavity and floor. Case completed with another device of the same product code.

Manufacturer narrative:
Device was not returned for evaluation. The complaint could not be confirmed, because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.